Event description:
Customer reported hearing a chirping noise from a css console supporting a patient. The css console also exhibited a right driveline low pressure alarm, and the pressure waveform for the right side was flat. The patient was switched to a backup css console. The customer reported that there was no patient impact and that the patient was feeling fine. The css console was returned to syncardia for evaluation.

Manufacturer narrative:
The failure mode reported in the field could not be reproduced at syncardia. Testing of the css console revealed that the driveline alarm system, related pneumatic lines and wiring were operating as intended pursuant to the console test validation protocol. The test results demonstrated that, most likely, there was an improper connection of the pressure transducer sense line at the controller's right driveline port. If the pressure sense line is not fully inserted into the driveline port, the css console's right pressure waveform will be flat-lined, and the low right driveline pressure alarm will annunciate. This alleged failure mode would have no impact upon the css console's ability to perform its life-sustaining functions, since the pressure sense line can be disconnected without affecting controller performance in any way. Syncardia has completed its evaluation of this complaint and is closing this file.